Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system was exhibiting noise; however, the device was not detecting it. No programming changes were suggested at that time. Three months later, the patient was admitted to the hospital as there was still noise which was observed on all three sense vectors. Episode review identified an inappropriate shock was delivered for atrial fibrillation (af). X-ray revealed the device was loose in the pocket. A revision procedure was performed and it was identified that the physician had not used a suture at the initial implant procedure. The device was secured and successful defibrillation threshold (dft) testing was performed with no noise noted with arm movements and isometrics at the pre discharge check. No additional adverse patient effects were reported.